Manufacturer narrative:
No patient involved. The injury to a gech engineer occurred during preventive maintenance. UDI: (B)(4). The initial reporter is gehc. Legal manufacturer: (B)(6). Investigation summary: gehc's investigation has completed. The cause of the injury was the service engineer wearing disposable (latex) gloves, as opposed to cut resistant safety gloves as prescribed within maintenance activities, during the service activity. There is no system malfunction involved. No further action for the product is being taken at this time.

Event description:
As part of the maintenance of a voluson s8, which was at a customer site, a gehc field service engineer received a cut in the right index finger during the assembly of the "cable cover bracket." The cable cover bracket has a sharp metal edge. The wound had to be stitched with 4 stitches in the customer's emergency room.